Event description:
It was reported that the ventilator had reset itself on multiple occasions while connected to a patient. It is unknown if the ventilator alarmed when the reported problem occurred. No patient harm.